Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific (bsc) on 28 november 2024 that the referenced acupulse carbon dioxide laser emitted two laser points, both of which were emitting energy and burning. There was no patient involved in the event. On (B)(6) 2025, additional information was received clarifying the reported event. A bsc technical support specialist discussed the issue with the customer and resolved the issue remotely. It was discovered that the aiming beam of the referenced acupulse carbon dioxide laser was accidentally turned off. Once the aiming beam was turned on, the acupulse carbon dioxide laser was working as intended.

Event description:
It was reported that the laser suddenly has two laser points, both of which have energy and are also burning. There was no patient involved.

Event description:
It was reported that the laser suddenly has two laser points, both of which have energy and are also burning. There was no patient involved.